Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the console cover, no damaged to the reservoir hoses or internal components was found. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during movement in the transport office, the cardiosave intra-aortic balloon pump (iabp) was damaged after being dropped. There was no patient involvement.